Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide catheter: 6f radiguide bl 3.5, stent: synergy 2.25 x 32 mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat concentric de novo lesion in the moderately tortuous, moderately calcified, mid left anterior descending (lad) coronary artery. A 2.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was selected for post-dilatation of a non-abbott stent implant. Resistance was felt during removal of the stylet and resistance was also felt during removal of the protective sheath requiring added force to be removed. There was no damage to the balloon observed. The bdc was advanced with a guide catheter extension to the lesion and would not cross the previously deployed stent implant. The bdc was removed from the anatomy and replaced with a non-abbott bdc to successfully complete the post-dilatation. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.